Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The malfunction code was resettable, and cts provided pump reset information and assisted the caller with resetting the pump. The malfunction did not recur after resetting, and the customer may continue to use the pump with instructions to call back if any malfunction code recurs.